Event description:
It was reported that during a meniscus repair using repair devices, one of the distal tip (length about 1 inch) fractured off in the posterior lateral meniscus. The piece was retrieved and removed from knee. There were issues with 2 additional devices, but details were unclear as the representative was not present during the procedure. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Possible lots: lot: 66404406, exp date: nov 3, 2028, UDI: (B)(4), exp date: nov 3, 2023. Lot: 66404427 exp date: nov 3, 2028 UDI: (B)(4). Exp date: nov 3, 2023. Lot: 374610, exp date: sep 21, 2027, UDI: (B)(4), exp date: sep 21, 2022. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.